Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, as the hydratome was passed over the lowered elevator of the endoscope, the physician encountered resistance and the hydratome became caught on the elevator. The tip of the hydratome became damaged and kinked. Additional information revealed that the cutting wire was bent. The account reported no visible damage to the hydratome prior to inserting it into the scope. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.